Event description:
It was reported that the patient presented in the emergency room after feeling a vibratory alert from the implantable cardioverter defibrillator on (B)(6) 2017 and the device was found to be at elective replacement indicator. It was noted that the merlin programmer overestimated the battery longevity on (B)(6) 2016. The patient was stable.